Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's pump had eight motor stalls from (B)(6) 2011 to (B)(6) 2011 that were recorded in the event logs. All motor stalls recovered. There were no symptoms reported and the cause of the motor stalls was unknown. The medication being delivered via the device was lioresal. Additional information has been requested, a follow-up report will be sent if additional information becomes available.